Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, e1, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional later reported pain and discomfort. Healthcare professional additionally reported "capsular contracture baker grade iii." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Later, healthcare professional reported pain and discomfort. Healthcare professional additionally reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Device remains implanted.